Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that universal surgical manipulator (usm) 2 was loose, where the instrument connects to the usm. The intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded the error logs and noted no errors. The site's clinical sales representative (csr) contacted the tse at a later time and stated that the carriage on usm2 was very loose, in that you could wiggle it from side to side and up and down. The other three usm carriages were tight and could not be moved. The procedure was completed with no reports of patient injury. Isi followed up with the nurse at the user facility and obtained the following additional information: the functionality check was performed upon powering on the system and there was no error or issue noted. The nurse confirmed the arm2 was loose, but that usm2 was not abandoned/disabled during the procedure and the customer was still able to continue on and complete the procedure using usm2. The patient¿s demographics information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The unit returned for failure analysis and the reported failure was confirmed. Upon investigation of the insertion axis & carriage assembly, the insertion rail slider was found to be damaged/detached from the rail, causing the carriage assembly to wobble and not secure the instruments when installed. The insertion rail was replaced first, and then returned to failure analysis (fa) for further testing. The unit was tested on an in house system & passed normal mode. The unit then went through testing on pftp and it passed all required tests. The insertion rail will need to be replaced as a fix to the reported problem. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed that were no related system errors noted. No image or video clip for the reported event was available for review. This complaint is considered a malfunction reportable event due to the following conclusion: it was alleged that the universal surgical manipulator 2 (usm 2) moved freely with uncontrolled motions. Poor control of the arm could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the alleged failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.